Manufacturer narrative:
Compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Test reservoir lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 196 mg/dl at the time of the incident. Customer stated that the drive support cap was loose. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.